Manufacturer narrative:
Reported event: customer reported that the back knob of the end effector was sheared off. Device evaluation and results: device evaluation was performed and the variable hip end effector event was confirmed. Device history review: review of the device history records indicate (B)(4) devices were manufactured and accepted into final stock on 06-26-2014 with no reported discrepancies. Additionally, the inspection record confirms that the certificate of conformance for assembly was present and accurate for all top and subassembly components. Complaint history review: a review of the catsweb and trackwise complaint databases were reviewed from 2011 to present for similar reported events regarding locking mechanism failure of catalog: 206967, serial number: (B)(4), lot #: 19070214, RMA #: (B)(4). There has been one event referenced for the lot number. Pr # (B)(4) was found to be from the same lot as the part in this complaint. The part from pr # (B)(4) displayed the same failure. Conclusions: the variable hip end effector showed a failed locking mechanism. Specifically the locking mechanism knob was broken and the locking mechanism shows signs of oxidation, which has made actuating the locking mechanism difficult. Additionally, the two dowel pins that hold the 206966 reamer barrel are protruding out but this would not affect the issue of this complaint. Corrective action/preventive action: as the event did not involve a manufacturing related product problem indicating a non-conformity, adverse trend, or unanticipated hazard, no corrective action is required at this time. Trend request # (B)(4) has been initiated to continue to monitor for events related to this device.

Event description:
The surgeon was performing a makoplasty total hip arthroplasty using the robotic arm interactive orthopedic system (rio). After impacting the cup and removing the impactor shaft, it was noticed that the back knob of the end effector was sheared off. This did not affect the case and it was completed successfully.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The surgeon was performing a makoplasty total hip arthroplasty using the robotic arm interactive orthopedic system (rio). After impacting the cup and removing the impactor shaft, it was noticed that the back knob of the end effector was sheared off. This did not affect the case and it was completed successfully.